Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue: pump is constantly rebooting, even after multiple changes of battery and changing battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple unexplainable pump reboot¿s observed in the black box history. The battery cap was not returned, so all testing was performed with a test battery cap. The pump powered on with a dim discolored display. The pump was exercised for 24 hours with no pump reboots or loss of power duplicated. There was evidence of moisture contamination observed inside the battery compartment. The audio bolus button had a tear, but the button was responsive. The leak test did reveal a leak at the bolus button tear. There was no evidence of additional moisture contamination inside the pump when the case was removed. There was no evidence of intermittent contact with the battery terminal contacts. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.